Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2012, and this MDR is being mailed on 07/03/2012. Siemens' investigation into the reported issue reveals that the minimum distance of the flat panel during gantry rotation has been reduced intentionally by a software update. The previous software versions had larger distances. Safety instructions contains warnings that advise the user to "verify all clearances before moving the gantry with the flat panel portal imager deployed" and to "verify clearances before deploying or retracting the flat panel portal imager." Customer address: (B)(6).

Event description:
Siemens was notified on (B)(4) 2012 that the flat panel will no longer move to 160 sid while rotating between fields. Reportedly, the customer stated that the flat panel used to automatically move back to 160 sid after each field and rotate. Now the flat panel has to be set to 144.9 sid or less in order to move for rotation between fields. The flat panel has collided with the treatment table a few times during pt treatments. However, there are no reports of mistreatment or injury to a pt.